Manufacturer narrative:
(B) (4)sample not available. A 510(k) number will not be submitted as this involves an unknown renal disposable product.

Event description:
A home patient contacted baxter (B) (4) wanting to know how to remove the tubing from the cycler. The patient had experienced physical deconditioning during dwell 2 of 4 and disconnected from the cycler to go to hospital. The call center explained how to do remove the tubing. Follow-up information obtained from the patient's nurse on 21jun 2010 is as follows: on an unknown date, the patient began dianeal-n pd-4 1.5%, 2.5% and extraneal therapies. On (B) (6) 2010, the patient developed peritonitis and was hospitalized due to the event. On an unknown date in (B) (6) 2010, the result of peritoneal culture revealed (B) (6). An unspecified antibiotic was administered for the event. On (B) (6) 2010, the event was resolved. At the time of this report, peritoneal dialysis (pd) therapy was continued unchanged. The nurse believed that the event was not related to pd therapy, because the event was caused by touch contamination. There was no allegation of device malfunction. No further information is available.